Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2013; 4296, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.